Manufacturer narrative:
(B)(4). Eval method: other = device history review could not be performed, as no serial number was provided. Results: other = no product was returned. Conclusion: other = cause of event cannot be determined. Analysis: no product was returned for analysis. Conclusion: w/o a serial number, the device history record could not be reviewed. Based on the limited info provided, no conclusion could be drawn. Should add'l info be rec'd, a supplemental report will be submitted.

Event description:
Medtronic rec'd info that this bioprosthetic valve, implanted for an unk duration was explanted due to stenosis. It was reported that the explant may have been due to infection. There was no adverse pt effects reported. Attempts to gather add'l info were unsuccessful.